Event description:
Patient is getting "zapped" where her dexcom glucose monitor was placed in her right front leg. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).